Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. The complaint event was initially determined to be non-reportable on aug 8, 2016; however, during inspection of the returned device by the synthes customer quality engineer on oct 3, 2016, it was noted that the distal tip of the instrument had sheared off. This observation led to a re-evaluation of the event and it was determined then to be reportable. The subject device has been received and is currently in the evaluation process. The results are pending completion and will be submitted in a supplemental report. A device history record review was performed for the subject device lot number, 9916573. Manufacturer: synthes (B)(4). Date of manufacture: may 3, 2016. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an anterior lumbar procedure l4-s1 on (B)(6) 2016, the threads on two screwdrivers bent. The surgeon was placing the screw into an unknown synfix evolution device and as he was approaching the final tightening, he exerted extra pressure and the threads on the screwdriver bent. A new screwdriver was obtained and the same thing happened. A third screwdriver was then used and the screw was able to be tightened. The surgery was successfully completed and the patient's postoperative condition was reported as stable. The complaint event was initially determined to be non-reportable; however, during inspection of the returned devices by the synthes customer quality engineer on october 3, 2016, it was noted that the distal tip of the one of the instruments had sheared off. This observation led to a re-evaluation of the event and it was determined then to be reportable for the broken instrument. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis a product development investigation was performed for the screwdriver (part number 03.835.010, lot number 9916573). The subject device was returned with the complaint condition stating the returned devices were forwarded for manufacturing and pd investigations where it was determined that one distal tip had broken. It was reported the fragment had been successfully retrieved. The complaint condition was confirmed. During manufacturing investigation the hardness close to the broken screwdriver tip has been measured. The measured value of 53.9 hrc is in accordance to the specification (min. 52 hrc) as defined on product drawing. The breakage of the screwdriver tip sd15-sb is caused my mechanical overloading during tightening or loosening of an implant screw. No manufacturing related issue was identified and/or confirmed. The product development investigation revealed the surgeon did not use the torque limiting handle as is specified in the technique guide. According to the rationale for driver torque the predicted failure of the driver when the handle is not used is more than 1%. When the torque handle is used, the rate falls to less than 0.01%. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. No non-conformances were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The root cause of the complaint was undetermined however, it was noted the surgeon did not use the torque limiting handle as is specified in the technique guide. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.